Event description:
Caller alleged discrepant results with the inratio2 meter compared to the laboratory for one pt. Complaint summary: date: (B)(6) 2013, inratio: 5.7, laboratory: 1.7. Tests were done side by side testing. Pt's therapeutic range 2.0 - 3.0. No further info was provided.

Manufacturer narrative:
Investigation pending.